Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial/batch: (B)(6).

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance and lead migration. The patient underwent a full spinal cord stimulator (scs) system replacement procedure. The patient was doing well and all explanted devices were discarded.